Manufacturer narrative:
Company comment: the serious events of vascular occlusion, embolism and the non-serious events of pallor, discolouration, pain at implant site and mouth ulceration were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention to prevent permanent damage. Potential root cause includes intravascular filler injection leading to embolism, vascular occlusion and its manifestations. Potential contributory factor includes injection technique. Sculptra was used off label and intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a nurse practitioner via sales representative concerning a white female patient in her 50s or 60s. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2025, the patient received treatment with sculptra to temples and preauricular area (unknown amount, lot number, injection technique and needle type). Sculptra was reconstituted off label (intentional device misuse) and sculptra was injected to temples and pre-auricular area (off label use of device). After treatment injected to left temple, the injector had seen a white lightening bolt (implant site pallor) across her cheek followed by color change (implant site discolouration) and pain (implant site pain). Later, she developed mouth ulcer (mouth ulceration) and required corrective treatment with hyperbaric oxygen and she recovered from events. The hcp thought that the vascular occlusion (vascular occlusion) could be due to a small piece of carboxymethylcellulose or embolus (embolism) rather than sculptra itself. Outcome at the time of the report: vascular occlusion was recovered/resolved. White lightening bolt was recovered/resolved. Color change was recovered/resolved. Pain was recovered/resolved. Mouth ulcer was recovered/resolved. Sculptra was reconstituted off label was recovered/resolved. Sculptra was injected to temples and pre-auricular area was recovered/resolved.